Event description:
A malfunction alarm occurred, displaying malfunction code 16, and it was confirmed that the code was not resettable. There was no reported impact to the customer's blood glucose level. The customer did not disclose an alternate method of insulin therapy.